Event description:
It was reported that this artificial urinary sphincter was not working properly, there was no coaptation. The device was explanted. No further information was provided.

Manufacturer narrative:
Upon receipt at post market quality assurance laboratory, the returned components underwent a thorough analysis. The cuff and pump were visually inspected, microscopically examined, and functionally tested for leak. The cuff passed the visual inspection. Microscopic inspection identified a pinhole leak in the cuff shell. The damage is consistent with wear at a corner of a fold. The cuff did not pass the leak test. There were no anomalies identified with the pump. The pump passed visual inspection and functional test for leak. Product analysis confirmed the reported event as a pinhole leak was identified in the cuff shell. Based on the analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter was not working properly, there was no coaptation. The device was explanted. No further information was provided.